Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer initially did not open after restarting the device it opened but would not lock, and multiple cubies from the same drawer were not detected on the bus after the restart. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer failed to lock and initially did not open. A field service engineer (fse) removed the back cover and tightened the row board cables on all drawers in the main unit. The station was then rebooted, and normal operation was verified. The system functioned as intended after field service engineer repaired the device.